Event description:
Procedure: ladg. Reportedly, after the surgeon opened the device after hearing the "seal complete" tone the vessel was not sealed and bleeding occurred. The extent of the bleeding and steps taken to stop the bleeding are not known. The report originator has been contacted for additional information; however, to date no additional information has been received.